Event description:
It was reported that during implant of the lead the patient experienced pain. With helix extension and due to the location of the right atrial appendage, the patient developed mid-sternal pain/discomfort. The pain resolved with the retraction of the helix. The physician elected to replace with a tined lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found during analysis. Blood was noted on the distal electrode.